Event description:
When loading blood transfusion tubing primed with saline, the pump continued to say air in line and asking to reload/check set up and tubing. Nursing changed the tubing and reprimed. Again, same air errors and unable to run. Tried a second pump and still the same error. Switched to a third pump that was previously running other drugs with no errors; it ran for about 10 minutes then began to alarm air in line and not run. No air was seen in the tubing.